Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. Blood glucose was 189 mg/dl. The customer continued to use the pump for insulin therapy.